Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause is due to the damaged remote dose connector. It was found that the downstream occlusion(dso) seal was detached. The dso seal and remote dose cord connector was replaced.

Event description:
The device was returned for cord doesn't stay as pins are stock inside the port. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal.